Event description:
Patient's family reports that after open heart surgery patient is "not reacting right". Symptoms reported are "no energy, right arm flaccid, speech poor". Device was off prior to the surgery and turned on again post surgery. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).